Event description:
It has been reported by kimberly clark sales representative that the brush portion allegedly separated from the catheter and was left behind in the flexible endoscope. During a patient procedure as the biopsy forcep was pushed through the biopsy port/lumen, and brush tip was forced out of the endoscope into the patient. No patient harm occurred and the tip was retrieved. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B) (4).

Manufacturer narrative:
Incident sample has not yet been received. Investigation is in-process. A supplemental report will be submitted upon receipt of additional relevant information. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.